Event description:
It was reported that the customer was treated by the ER doctor due to hypoglycemia. The customer was unconscious and had a blood glucose reading of 2.1 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.